Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. The caller believes this was discovered prior to pt use but could not confirm.

Manufacturer narrative:
The device is not expected to be returned for eval. The customer revealed that the speaker assembly was replaced and the unit still did not provide audio which indicates possible failure of the main pcb. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.